Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels during morning walks; value was unknown. The customer was unsure of the cause; however, reported bg levels having a tendency to decrease quickly. Reportedly, the customer set a temporary basal rate setting of 60% before starting the walk; however, continued to experience low bg levels. Glucose tablets and juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018 as low as 45 mg/dl. There were no erratic basal rate adjustments or bolus requests. Cgm data recorded a bg of 40 mg/dl on the morning of (B)(6)/2018. Prior to the low bg the user delivered a 3.67unit bolus and set a temporary basal rate of 60% (0.66 units per hour). The user sets temporary basal rates (50%-85%) multiple times daily. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure